Manufacturer narrative:
(B)(4). Day of surgery: unknown, assumed (B)(6) day of the month that complaint was reported. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify, when the "clips were forming but would slip off", did this occur after they were applied to a vessel? If yes, what was the clip formation (properly formed, malformed, scissored, unformed, etc.)? If not, were clips dropping or ejecting from the device jaws properly formed but not fired from the jaws? If yes, were the device jaws damaged (misaligned, bent, broken, etc.)? Response received: the staples appeared to be formed correctly they just ¿slipped off¿ the tissue and would not hold.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were forming but would slip off. Some clips fell into the patient but were retrieved. The procedure was completed with this device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2017. D4: batch # p92k38. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.